Event description:
Patient reported for right side "sudden swelling", "excessive fluid build-up". Patient representative reported "sudden onset of swelling and pain consistent with a periprosthetic seroma", "there was a concern of alcl formation, although ultrasound guided aspiration was negative for any abnormal cytology", "thickened capsule", "capsular contracture baker grade IV", "double capsule", "focal extravasated foreign material resembling silicone within the capsule wall", "patchy perivascular lymphocytic infiltrate", "chronic inflammation", "breast implant microscopic leakage", "rupture", "hair-loss", "depression", "pain", "body pain on right side of body, especially right shoulder, right arm and right side of neck, which resulted in daily headaches, fatigue and affecting ability to work because of pain". The events "depression", "hair-loss", ¿body pain on right side of body, especially right shoulder, right arm and right side of neck¿, ¿daily headaches¿, ¿fatigue¿, and ¿affecting ability to work¿ are not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late and rupture.

Event description:
Patient reported for unknown side "sudden swelling", "excessive fluid build-up". Patient representative reported "sudden onset of swelling and pain consistent with a periprosthetic seroma", "there was a concern of alcl formation, although ultrasound guided aspiration was negative for any abnormal cytology", "thickened capsule", "capsular contracture baker grade IV", "double capsule", "focal extravasated foreign material resembling silicone within the capsule wall", "patchy perivascular lymphocytic infiltrate", "chronic inflammation", "breast implant microscopic leakage", "rupture", "hair-loss", "depression", "pain", "body pain on right side of body, especially right shoulder, right arm and right side of neck, which resulted in daily headaches, fatigue and affecting ability to work because of pain". The events "depression", "hair-loss", ¿body pain on right side of body, especially right shoulder, right arm and right side of neck¿, ¿daily headaches¿, ¿fatigue¿, and ¿affecting ability to work¿ are not related to the device. The device has been explanted.